Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that poor communication occurred temporarily due to water that entered from the puncture on the cable and then image anomaly occurred. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd 3cmos camera head was broken. It was noted that the issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the cable had punctures and kinks on the cable. It was also noted that the connector tip was smashed and the device failed the leak test. The faded serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.